Event description:
Delay of case because volcano eagle eye catheter failed during recognition to pim phase. Catheter blacked out during an ivus run. Catheter was not recognized by pim. No harm to patient.